Manufacturer narrative:
D4 UDI revised.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: added code e0509.

Event description:
An impella cp was inserted via the femoral artery to support the 81 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Prior to the pump placement the patient was on inotropes, vasopressors, and oxygen with bipap for respiratory needs. The cp was supporting when on day of implant the team observed suction alarms post patient coughing. The team adjusted the p level to troubleshoot. There was also ectopy, and so the team assessed pump positioning in the left ventricle and repositioned the pump. Patient condition continued to deteriorate and she became anemic which prompted transfusion of blood and the patient was hypotensive. The patient expired on the support after 52 hours of support. The cause of death was not shared. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage c.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the low pump flow issue was likely patient condition related as suction and low pump flow issues were both as a result of contributing patient related factors and positioning factors (also influenced by patient coughing). Clinical information mentioned resolution after volume given and pump repositioned the cause of the issue was likely patient condition related as clinical details note issue occurrence after coughing incident.

Manufacturer narrative:
B5 revised. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly. D4 revised.

Event description:
An impella cp was inserted via the femoral artery to support the 81 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Prior to the pump placement the patient was on inotropes, vasopressors, and oxygen with bipap for respiratory needs. The cp was supporting when on day of implant the team observed suction alarms post patient coughing. The team adjusted the p level to troubleshoot. There was also ectopy, and so the team assessed pump positioning in the left ventricle and repositioned the pump. Patient condition continued to deteriorate and she became anemic which prompted transfusion of blood and the patient was hypotensive. In addition there was reported limb ischemia. The limb was ischemic on bilateral legs via doppler evaluation. This limb ischemia was diagnosed on the day of implant and in subsequent flow measurements they were 1+/weak. The patient expired on the support after 52 hours of support, still with ischemic legs. The cause of death was not shared. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage c.